Event description:
The device was used during a low anterior resection. Reportedly, the staples were missing. The surgeon resected the tissue at the application site to correct the condition. The pt expired and the hosp stated that it is not related to the product.